Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had button error alarm. The customer's blood glucose level at the time of incident was 38mg/dl. The customer treated the lows with IV glucose by paramedics. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarms and had unresponsive buttons due to corroded keypad traces. However, the insulin pump was tested after cleaning the keypad traces and dome switches; all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.